Event description:
It was reported that the customer's insulin pump kept alarming no delivery alarms. The customer did change the infusion set and reservoir as well used different sites. The self test was performed and passed. Assisted the caller to run the displacement test and the test failed. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.